Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer went for emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 30 mg/dl at the time of the incident. The customer did not mention how they treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated they got a compromised force sensor system alarm. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.